Manufacturer narrative:
The motor error alarmed during the basic occlusion test due to loose protruded drive support disk. The compromised force sensor system alarm was unable to be verified due to motor error alarm. The pump was received with cracked case at display window corners, battery tube threads, and reservoir tube lip and display window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their device alarmed for compromised force sensor system alarm. The customer's blood glucose level at the time of incident was 184mg/dl. The customer states the drive support cap is protruded. The customer states there are cracks above the cd and reservoir compartment. The customer was advised the pump would have to be replaced and returned for analysis.